Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient sought treatment for the symptoms in (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
A surgeon recommended a division of the sling on 4/28/2011 due to voiding dysfunction, infections and dyspareunia. Voiding dysfunction occured. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced infections and painful sexual intercourse. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted it was reported that patient underwent mesh revision/removal on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.